Event description:
Patient underwent a flexor plate tear repair and metatarsal osteotomy of the second metatarsal of the left foot. The patient continued to have pain, so they were taken back to surgery to remove the hardware and to check the osteotomy site. The patient returned to the hospital and underwent surgery about a week and one-half later. Upon exposure of hardware in right foot, the synthis plate was found to be fractured, also a foreign body, what appeared to be a glass fragment was found. The fractured plate was removed in two pieces and surgical repair proceeded.